Manufacturer narrative:
Examination of returned used device 160656 found that a portion of the black sleeve had broken off, leaving the area underneath exposed. The device was returned with the cord cut off. Root cause cannot be determined, however, based upon the manufacturing process review; a possible cause of this event could be that the needle electrode assembly into the plastic handle assembly was out of specification, causing the needle electrode to be off-center. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect the probe for any damage. Do not use if you suspect any damage is present. Notify the manufacturer immediately. Use of the handpiece without gas flow may cause severe tip damage. Make certain the abc© connector is fully seated into the gas supply receptacle and make sure the gas supply hose does not become kinked or crimped. (Always test for gas flow prior to surgical use by activating the handpiece and directing the active tip toward pooled fluid. Appropriate gas flow will result in fluid dispersion prior to establishment of argon beam.). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 160656, abc probe 5 mm hand switching probe, 28 cm, was being used during a lap cholecystectomy procedure on (B)(6)2025 when it was reported, ¿the surgical team noticed after the case, the tip of the 160656 had a piece broken off the black sleeve. Unfortunately, they only noticed at the end of the case when taking down the drapes.¿ further assessment was requested, and the reporter was asked if the breakage occurred during the procedure, they advised that they do not know if the incident occurred during use or not. There was no response to whether the device fell or could have fallen into the patient. And no information was given as to if the fragmentation was ever found or located. There was no report of injury, medical intervention, or hospitalization for the patient regarding this incident. The patient status is listed as "good". This report is being raised due to the reported injury of an unknown location of fragmentation and possible contact to the patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 160656, abc probe 5 mm handswitching probe, 28 cm, was being used during a lap cholecystectomy procedure on (B)(6) 2025 when it was reported, ¿the surgical team noticed after the case, the tip of the 160656 had a piece broken off the black sleeve. Unfortunately, they only noticed at the end of the case when taking down the drapes.¿ further assessment was requested, and the reporter was asked if the breakage occurred during the procedure, they advised that they do not know if the incident occurred during use or not. There was no response to whether the device fell or could have fallen into the patient. And no information was given as to if the fragmentation was ever found or located. There was no report of injury, medical intervention, or hospitalization for the patient regarding this incident. The patient status is listed as "good". This report is being raised due to the reported injury of an unknown location of fragmentation and possible contact to the patient.